Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During routine aicd replacement, x-ray imaging found externalized conductors. All electrical parameters were fine; the lead remains implanted.